Event description:
It was reported that during reprocessing of the colonovideoscope, "seeds" from the patient were found blocking the channel. There was no report of patient harm as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.